Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Receiver functional test was performed and failed, but the failure was not related to complaint issue. The receiver log was reviewed, finding no errors related to the compliant issue. A vibration drop test was performed and passed. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.